Event description:
Began using the dreamstation CPAP(continuous positive airway pressure) in (B)(6) 2020. Experienced respiratory infections, increased asthma attacks, nausea and vomiting, shortness of breath, nosebleeds, runny nose, ear pain and pneumonia.